Manufacturer narrative:
No specific device failure modes or patient harms were identified; therefore, the event is being reported as a malfunction. If additional information is received, the reportability decision will be reassessed. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker active: " I had a stryker triathlon knee replacement put in (B)(6) 2015 at the age of (B)(6), this was my 8th surgery to this knee. I am having issues with it and the doctor that put it in is saying all lines up but it still clinks and clanks and pops".